Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line), which occurred on the homechoice during initial drain. The baxter technical service representative explained the alarm to the home patient (hp). The patient line was not primed when the hp connected. The hp was advised to start over with new supplies. No patient injury or medical intervention was reported at the time of the initial call. Proper procedures per the user manual were reviewed with the hp.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a caregiver that was requesting assistance to end therapy early, this problem occurred during drain 3 of 5. The technical service representative (tsr) assisted the home patient (hp) as the hp disconnected and did not cap the patient line. This is a reportable event. No patient injury or medical intervention was reported. Product surveillance contacted the caregiver on (B)(6) 2010. The caregiver stated the following: during drain 3 of 5 the patient disconnected to use the restroom and did not cap the line. Upon returning they contacted the nurse and the nurse advised them to end therapy and not reconnect. The patient did not reconnect after disconnecting and they did not complete therapy. The nurse was aware of the missed therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate for the use error identified in this report. The root cause of the system error 2240 alarm was due to the patient line not being primed before initiating therapy. Proper procedures were reviewed with the customer at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).